Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the device showed fraying and exposed wires at the power extension cable. It was also observed that the power supply clip was not properly attached to the power cord or power supply. Additionally, the unit came with a european power cord, a known good one was used, and the european power cord was tested with the multimeter for continuity and revealed no issues. As received, the unit could not start up. After removing the backplate and power extension cable, the power supply with the known functional power cord was plugged directly into the unit. As a result, the unit was then powered on, and the system successfully started, transmitting readings without issue. No error messages were observed. The reported issue stemmed from a frayed power extension cable. The damaged section was causing a short circuit, resulting in the power supply flashing a green light. Under normal conditions, the power supply does not flash; however, in this case, it was a suspected shorting at the break in the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis revealing exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.